Manufacturer narrative:
(B)(4).

Event description:
It was reported while placing the cvc the spring wire guide had "some bending and it's deformed". It was not possible to continue with the procedure and a new catheter kit was obtained for use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The complaint of guidewire kinked in use was able to be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported while placing the cvc the spring wire guide had "some bending and it's deformed". It was not possible to continue with the procedure and a new catheter kit was obtained for use. No patient harm reported. The patient's condition is reported as fine.